Manufacturer narrative:
The intraocular lens (iol) is not returning for evaluation as it is discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the lens model, zxr00 multifocal iol (intraocular lens) was explanted due to patient complaints of halos. It was replaced with non-johnson and johnson product. Product will not be returned as it is discarded. No additional information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Corrected data: in reviewing the initial MDR, it was noticed that the following information was inadvertently not included; therefore, it is captured in this supplemental report: it was reported that the affected eye was the left eye. There was no incision enlargement, no vitrectomy was required, and no capsule tear occurred. The patient was doing fine when discharged. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.